Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid leak underneath the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that a tube had come off the fitting on the sample aspiration module. Customer reported that they reconnected the tube to correct the problem.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).